Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removed by bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, anxiety, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removed by bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, anxiety, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrinsic asthma, diabetes mellitus, perineal pain, abscess limb, tonsillitis and carpal tunnel release. Concurrent conditions included migraine, allergy, drug allergy, nocturnal awakening, fibroids, back pain, headache, trouble falling asleep, fibromyalgia, phonophobia, blurred vision, photophobia, dyspnea, joint pain, alcohol use, drug abuse nos, numbness in hand, menses irregular and hemostasis. Family history included migraine. Concomitant products included medroxyprogesterone acetate (depo provera) from 2013 to 2014 for birth control, fluoxetine for depression, pregabalin (lyrica) for fibromyalgia and back pain, topiramate for headache, botulinum toxin type a (botox) since 1989 for migraine as well as caffeine;paracetamol (excedrin), diphenhydramine hydrochloride (benadryl), ethinylestradiol since (B)(6) 2017, hydrocodone bitartrate;ibuprofen (hydrocodone/ibuprofen) since (B)(6) 2017, hydrocodone bitartrate;paracetamol (vicodin), magnesium oxide since (B)(6) 2018, nortriptyline, paracetamol (tylenol), sumatriptan since 2000, ubidecarenone (ubiquinone) since (B)(6) 2017 and vitamins nos (multivitamins) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced anxiety ("emotional anguish"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved, the anxiety, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: date of insertion: 2017, essure (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils and full occlusion of both tubes. Ultrasound scan - on (B)(6) 2014: small fibroid and follicle. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, fatigue, anxiety and abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number added. New events were added: dyspareunia (painful sexual intercourse) and fatigue. Onset date of events dysmenorrhea (cramping) and pelvic pain were added. Severity of event pelvic pain was added. Outcome of event pelvic pain was changed from unknown to recovered. Reporter information, medical history, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21676-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrinsic asthma, diabetes mellitus, perineal pain, abscesses of skin, tonsillitis and carpal tunnel release. Concurrent conditions included migraine, drug allergy, drug allergy, nocturnal awakening, fibroids, back pain, headache, trouble falling asleep, fibromyalgia, phonophobia, blurred vision, photophobia, dyspnea, joint pain, alcohol use, drug abuse, numbness in hand, menses irregular and hemostasis. Family history included migraine. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014 for birth control, fluoxetine for depression, pregabalin (lyrica) for fibromyalgia and back pain, topiramate for headache, botulinum toxin type a (botox) since 1989 for migraine as well as caffeine;paracetamol (excedrin), diphenhydramine hydrochloride (benadryl), ethinylestradiol since (B)(6) 2017, hydrocodone bitartrate;ibuprofen (hydrocodone/ibuprofen) since (B)(6) 2017, hydrocodone bitartrate;paracetamol (vicodin), magnesium oxide since (B)(6) 2018, nortriptyline, paracetamol (tylenol), sumatriptan since 2000, ubidecarenone (ubiquinone) since (B)(6) 2017 and vitamins nos (multivitamins) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), anxiety ("emotional anguish") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved, the abdominal pain, dysmenorrhoea, menorrhagia and anxiety outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test: coils and full occlusion of both tubes. Pathology test - on an unknown date: left and right essure device removed intact; normal appearing uterus, small, midline and mobile, fallopian tubes and ovaries normal bilaterally. Ultrasound scan - on (B)(6) 2014: small fibroid and follicle; on (B)(6) 2017: essure coils seen bilaterally, ovaries normal bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, fatigue, anxiety and abdominal pain. Most recent follow-up information incorporated above includes: on 5-oct-2019: update of information (batch is not valid). An invalid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21676-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrinsic asthma, diabetes mellitus, perineal pain, abscesses of skin, tonsillectomy and carpal tunnel release. Concurrent conditions included migraine, drug allergy, drug allergy, nocturnal awakening, fibroids, back pain, headache, trouble falling asleep, fibromyalgia, phonophobia, blurred vision, photophobia, dyspnea, joint pain, alcohol use, drug abuse, numbness in hand, menses irregular and hemostasis. Family history included migraine. Concomitant products included medroxyprogesterone acetate (depo provera) from october 2013 to march 2014 for birth control, fluoxetine for depression, pregabalin (lyrica) for fibromyalgia and back pain, topiramate for headache, botulinum toxin type a (botox) since 1989 for migraine as well as caffeine;paracetamol (excedrin), diphenhydramine hydrochloride (benadryl), ethinylestradiol since september 2017, hydrocodone bitartrate;ibuprofen (hydrocodone/ibuprofen) since september 2017, hydrocodone bitartrate;paracetamol (vicodin), magnesium oxide since february 2018, nortriptyline, paracetamol (tylenol), sumatriptan since 2000, ubidecarenone (ubiquinone) since september 2017 and vitamins nos (multivitamins) since february 2018. On (B)(6) 2013, the patient had essure inserted. In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), anxiety ("emotional anguish") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 20188. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and fatigue had resolved and the menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, dysmenorrhea, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test: coils and full occlusion of both tubes. Pathology test - on an unknown date: left and right essure device removed intact; normal appearing uterus, small, midline and mobile, fallopian tubes and ovaries normal bilaterally. Ultrasound scan - on (B)(6) 2014: small fibroid and follicle; on (B)(6) 2017: essure coils seen bilaterally, ovaries normal bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, fatigue, anxiety and abdominal pain. Most recent follow-up information incorporated above includes: on 27-aug-2019: plaintiff fact sheet was received. Events outcomes were updated. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.